Event description:
It was reported the parkinson¿s disease patient experienced ¿dyskinesia after reprogramming¿ on (B)(6) 2015. The patient was reprogrammed again two days later; however, the dyskinesia symptom remained. The patient was reprogrammed with an increase in ¿parameter¿ once again on (B)(6) 2015 and their symptom was improved. The patient was ¿good¿ as of two days after their second reprogramming. It was later reported however that the patient experienced a worsening of leg tremors on (B)(6) 2015. An additional reprogramming session was requested by the patient as a result of the event. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).